Manufacturer narrative:
B3: estimated as 10/22/2025 as the published date for the article is noted as october 22, 2025. D4 unique identifier (UDI) #: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Citation: (B)(6).

Event description:
It was reported that hypo-attenuated thickening occurred. It was retrospectively analyzed 193 patients who underwent laao 113 with watchman flx, 80 with watchman flx pro. All patients underwent standardized follow-up cardiac computed tomography (CT) at four (4) months post-implant. Scans were reviewed in blinded fashion for presence, morphology, and thickness of hypo-attenuated thickening (hat), appendage patency, and peri-device leak. Baseline clinical and procedural data were compared between groups. Patient characteristics were similar across groups except for higher has-bled scores and greater device compression. Hat was significantly more prevalent pro patients with greater total thickness and superficial hat and pedunculated were in the flx pro group. High-grade hat significantly associated with flx pro after adjustment for device compression. Notably, appendage patency without leak was less common with flx pro. Despite improved appendage sealing, the flx pro was associated with significantly more frequent and severe hat, including irregular and pedunculated morphologies. These findings raise important questions about device healing and thrombotic risk. Prospective studies with clinical endpoints are needed to validate these observations and guide post-laao surveillance and antithrombotic strategies.